Event description:
It was reported that 13 months after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.4mm, 95% stenosed, 10mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 2.50x12mm study stent. There were no reported complications. The patient was discharged the next day on plavix and aspirin. 13 months after the initial procedure, the patient required a tvr. The physician successfully placed a taxus express2 study stent in the mid left anterior descending artery. There was no restenosis of the taxus stent. The patient was discharged the next day. In the opinion of the physician, the relationship of the tvr to the taxus stent is not related.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.